Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: review of the black box data revealed one record of loss of prime due to low non-zero force on (B)(6) 2014. Other records of loss of prime were associated with empty cartridge and occlusions. The pump was exercised for 24 hours without the occurrence of loss of prime. Investigation did not duplicate the complaint of loss of prime. Unrelated to the original complaint, the display was noted to be dim, faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).